Manufacturer narrative:
The device was sent to the philips bench repair. Functional tests were performed: results of functional testing indicate that no speaker sound at start up test was coming from the device. The bench technician replaced the speaker to solve the issue. The device was returned to the customer.

Event description:
The customer reported a speaker malfunction. The device was not in use at time of event, there was no adverse event reported.